Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:user's test strips had a poor storage (kitchen).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from non-fasting results obtained of 155, 204 and 110 mg/dl. The customer's expected non-fasting blood glucose test result range is 98 - 125 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on 09/28/2016, a back to back blood test was not performed by the customer. The product is not stored according to specification,customer stores product in the kitchen. The test strip lot manufacturer's expiration date is 03/22/2017 and open vial date is 09/21/2016. The meter memory was reviewed for previous test result history (date/time not set correctly): (B)(6). Memory concerns: customer is concerned with all results.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter and returned test strips. Most likely underlying root cause of malfunction:user's test strips had a poor storage (kitchen).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from non-fasting results obtained of 155, 204 and 110 mg/dl. The customer's expected non-fasting blood glucose test result range is 98 - 125 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is not stored according to specification,customer stores product in the kitchen. The test strip lot manufacturer's expiration date is 03/22/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date/time not set correctly): (B)(4). Memory concerns: customer is concerned with all results.